Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the lift went to a consumer as a rental and was returned with a bent base.